Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation. A sharpness test was conducted, and the returned blade failed the test with an average breaking force of 4.39 lbf. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-06001, medwatch 2210968-2012-06002 and medwatch 2210968-2012-06003. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device would not cut and the device started and stopped. The procedure was completed with no adverse patient consequences.